Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that there was an issue with an unstable chamber during a cataract with intraocular lens implant surgery. It was reported that there was poor vacuum in the irrigation/aspiration mode and an issue with the occlusion alarm. The surgery was completed with the same system. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: ¿the customer reported the surgeon had trouble with the chamber shallowing. The unstable chamber occurred with poor vacuum occurred during the irrigation / aspiration (I/a) mode. The occlusion alarm sounded. The surgery was completed with the same system. No patient harm was reported. The system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phacoemulsification handpiece appropriately. The system operators manual also states the warning(s) and instructions for the handpiece also. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was manufactured on november 21, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).